Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. At the time of repair the aortic neck was elongated, there was moderate tortuosity in the iliac arteries as well as the aortic neck, and disease progression resulting in aortic neck dilatation. It was reported that the patient was lost to follow-up and presented with stent graft migration and a type 1 endoleak. The cause of the stent graft migration may be related to patient's change in anatomy. The aortic neck has elongated, the iliac arteries as well as the aortic neck have moderate tortuosity, and there is disease progression resulting in aortic neck dilatation. The physician elected to repair the type I endoleak with placement of three aortic cuffs. No additional clinical sequelae have been reported and the patient is fine.

Manufacturer narrative:
Evaluation conclusion: device failure/lack of effectiveness related to patient condition (moderate tortuosity in the iliac arteries as well as the aortic neck, and disease progression resulting in aortic neck dilation)